Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums behind their front teeth swelled and hurt and they could not even wear the aligners for two weeks. Requested additional information and photos and provided comfort tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.